Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas loss alarm. No patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation conclusions, component codes), h11. Corrected fields: d9 (return to manufacture date), e1(initial reporter). Due to character limitation in e1 for initial reporter, the full initial reporter is matthew peterson. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the pim and drive manifold. The unit passed all safety and functional tests and was returned to the customer for clinical use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received the following parts associated with this complaint: drive manifold assembly, sn (B)(6). Pneumatic module assy, rohs, sn (B)(6). Parts were received with a reported failure of gas loss alarm. Pim and drive manifold failed test. The fat performed a visual inspection and found the parts to be in good condition. The fat installed drive manifold assembly in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. The fat installed pneumatic module assy, rohs in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual. Failed leak differential test of the all manifold test. Probable root cause is a manufacturing supplier design issue. Retaining the parts in the failure analysis and testing department per procedure. The root cause for drive manifold assembly is not confirmed. The root cause for pneumatic module assy, rohs is impossible to define.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the pim and drive manifold. The unit passed all safety and functional tests and was returned to the customer for clinical use. The following investigation was performed by the maquet failure analysis and testing dept. (Fat) the failure analysis and testing dept. Received the following parts associated with this complaint:pn 0104-00-0031 rev. J, sn (B)(6) pn 0997-00-1178 sn (B)(6) parts were received with a reported failure of gas loss alarm. Pim and drive manifold failed test. The fat performed a visual inspection and found the parts to be in good condition. The fat installed pn 0104-00-0031 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. The fat installed pn 0997-00-1178 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Failed leak differential test of the all manifold test. Probable root cause is a manufacturing supplier design issue. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar.